Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter has a power issue (not holding charge). This complaint was classified based on the customer care advocate (cca) documentation. The power issue began on the evening of (B)(6) 2014. That evening, the patient reportedly had to take a larger amount of insulin than usual to manage her diabetes. The patient did not develop any symptoms that would suggest a serious injury at the time of concern. The power issue was not resolved during troubleshooting. The subject meter did not require recharging based on the information provided. There was no evidence of product misuse. This complaint is being reported due to the power issue. There is no evidence that the patient suffered a serious injury as the patient was able to manage her diabetes accordingly and did not developed any symptoms.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.